Event description:
User reports receiving discrepant pt calcium results starting april 23, 2008 for multiple pt samples. Only the following five pt examples were provided, which occurred in 2008. Pt 1, initial result gave 4.5 mg/dl; repeat gave 9.5 mg/dl. Pt 2, initial result gave 6.8 mg/dl; repeat gave 8.8 mg/dl. Pt 3, initial result 2.3 mg/dl; repeat gave 10.0 mg/dl. Pt 4, initial result gave 6.0 mg/dl; repeat gave 8.5 mg/dl. Pt 5, initial result gave 7.8 mg/dl; repeat gave 9.0 mg/dl. No erroneous results were reported. The field svc rep determined the cause of the discrepant results to be due to reagent buildup on reagent nozzle 11, and cleaned all reagent nozzles. Performance tests were performed and within spec.